Event description:
It was reported that the t-2 anchor deployed prematurely. A backup device was available to complete the procedure with no delay or patient impact.

Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed both ts and suture are free from the insertion needle. Examination of the construct showed no abnormalities. The actuator is in its pre-t2 deployment position indicating a pre-deployment of t2. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Further actions are not warranted at this time. (B)(4).